Manufacturer narrative:
One 6fr destination sheath was returned for product evaluation. Visual inspection revealed that multiple kinks were observed on the sheath. Functional testing was performed. The sheath was subjected to leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds. No air bubbles were observed. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and no bubbles were detected for 30 seconds. The crosscut valve was dissected and observed under microscope; a small tear was seen at the center of the valve. The sheath inner lumen at the hub was also viewed under microscope and no damage was seen. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the dilator tip made a small tear in the valve while it was being inserted into the sheath. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that r2p valve on the sheath was leaking during the case. The procedure was successful, and the patient was fine. Additional information was received on 27aug2019. The procedure performed was an arteriogram. The device was used to complete the case. The blood loss was less than 250cc's.